Manufacturer narrative:
Hospital contact confirmed that catalog number of the device that broke. No conclusion can be made at this time. Device is intended to be a temporary fixation device and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. These precautions are stated in the instructions for use (IFU) supplied with the device.

Event description:
(B)(4).